Event description:
Reportedly, a reintervention was performed to reposition the right ventricular lead that moved since implantation. When the physician wanted to reconnect the (rv) is-1 lead connector pin in the corresponding port of the ICD involved in this MDR report, it was impossible to screw. The physician replaced the ICD and returned it for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.